Event description:
Boston scientific received information that this device had a programmed minute ventilation (mv) set at 4 at implant. The patient implanted with this device was presented at the follow-up appointment, complaining of chronic indigestion and palpatations. The boston scientific sales representative reported instructing the health care provider (hcp) to program the mv to 3, however, the hcp did not change mv settings and left at 4. The patients' physician ordered an electrocardiogram and scheduled the patient for a heart catheterization procedure. The mv was then programmed to 3 at that time. The procedure showed coronary disease with 80% occlusion to distal left anterior descending (lad) artery. A stent was unable to be placed, so the occlusion was not corrected. The device mv continues to be programmed to 3, with no further patient complaints. The physician and sales representative believe that the patient experienced rate-dependent angina, as a result of the extra rate from the mv and coronary disease.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subequent information indicates that this device was explanted for an upgrade. The device was returned for analysis.